Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose at the time of emergency room visit was 450 mg/dl. Customer's blood glucose values ranged from 420 to 600 mg/dl. Customer was wearing the pump at the time of emergency room visit. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.